Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 5.5 cm abdominal aortic aneurysm. Vessel morphology at the time of implant is unk. It was reported approx 23 month post stent graft implantation of the CT demonstrated distal stent graft migration with no evidence of an endoleak. The stent graft has migrated 15 mm from the lowest renal artery and the aortic neck is 25 mm in diameter with a 50 degree angulation. The cause of the migration may be contributed to disease progression resulting in aortic neck angulation and dilatation. The physician successfully placed an aortic cuff. The pt was reported to be fine and no add'l clinical sequelae have been reported.

Manufacturer narrative:
.